Event description:
It was reported that patient had to go back to surgery twice in the same week due to "the lead kept coming off." The lead was explanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).